Event description:
It was reported that during the placement of the pico, the machine failed and the leakage and the battery lights turned on and there was no operation of the machine, the dressing had no leakage and the batteries were changed but the visual alarms remained on. Immediate replacement of the product was necessary, causing inconvenience to the distributor and the patient who had to wait for the arrival of a replacement device.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device was used for treatment and was not returned for analysis. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this issue in the past three years. Potential causes for the issue experienced include: -dressing not applied properly, without creases and fixation strips -filter/port not adhered to dressing correctly -connector not correctly fastened and secured to the pump -tubing trapped, folded over/kinked causing a blockage -dressing integrity has been compromised -skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin we have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.